Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zantac. The patient's medical history included abdominal pain. Concurrent conditions included menstrual flow excessive. On an unknown date, the patient started zantac 150 mg at an unspecified frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed. At the time of the report, the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: she reported that she had essure confirmation test outcome reported as unknown. Discrepancy date(s) of insertion: (B)(6) 2005 as per pfs previously it was (B)(6) 2005 reported . Most recent follow-up information incorporated above includes: on 22-nov-2019: added event abdominal pain. Updated outcome of event pain as not recovered (previously reported as unknown). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 22-year-old female patient who had essure (ess205) (batch no. 12265646), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: abdominal pain, morbid obesity, multi gravida, parity 3 and ectopic pregnancy. Concurrent conditions included: menstrual flow excessive. Concomitant products included: medroxyprogesterone acetate (depo provera), norgestimate and ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain and abdominal pain had not resolved. And the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she reported, that she had essure confirmation test outcome reported as unknown. Discrepancy date(s) of insertion: (B)(6) 2005 as per pfs previously, it was (B)(6) 2005. Reported, current weight 300 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 37.4 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: lot number was added. Events: menorrhagia, abnormal bleeding (vaginal) were added, medical history, lab data, patient demographics, concomitant drug were added we received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 22-year-old female patient who had essure (ess205) (batch no. 12265646), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: abdominal pain, morbid obesity, multi gravida, parity 3 and ectopic pregnancy. Concurrent conditions included: menstrual flow excessive. Concomitant products included: medroxyprogesterone acetate (depo provera), norgestimate and ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain and abdominal pain had not resolved. And the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she reported, that she had essure confirmation test. Outcome reported as unknown. Discrepancy date(s) of insertion: (B)(6) 2005 as per pfs. Previously, it was (B)(6) 2005. Reported current weight 300 lbs. Date(s) of insertion: (B)(6) 2002 (discrepancy as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 37.4 kg/sqm. Lot number#: 12265646, manufacturing date: 2004-06, expiration date: 2005-11. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality safety evaluation of ptc (product technical complaint). On (B)(6) 2020, pif received: reporter details added. On (B)(6) 2020, pif received: no new clinical information. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.